Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Confirmed through the attached history log but unable to reproduce. Unit was ran for 24+ hours with no occurrence of system error 105. The motor will be replaced it is a known contributor to this reported symptom. The motor was replaced.